Event description:
Pt was revised to address hip pain. During revision, the cup was found to be loose, and there was some white, cheesy-like material under the rim of the head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.